Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported, during wound treatment, the patient had problems with an unkn acticoat family. The ward apparently had trouble taking it off and left the acticoat on the wound and re-applied a new acticoat on top of the previous one. When the wound sister looked at the wound later the acticoat was totally suck in the wound. However, it seemed the wound was much bigger than it originally was. Treatment had been completed. It is unknown how the procedure was finished and patient status.

Manufacturer narrative:
Imdrf codes have been updated.

Manufacturer narrative:
It was reported that health care provider had problems taking the acticoat dressing off and left it on the wound, reapplying a new acticoat dressing on top of the previous one. When the sister then checked the wound later, the dressing had stuck to the wound and the wound was bigger. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As no lot number or product codes were provided it was not possible to carry out a device history review. A complaint history review on the product family of acticoat revealed no similar instances in the last three years. The risk files, mitigate the reported issues with no updates required. A clinical review concluded that the information provided is insufficient to determine whether the patient¿s signs, symptoms, or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. Probable root causes are incorrect application of the dressing, infrequent dressing changes or a pre existing medical condition. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including the correct application of dressing and frequency of dressing changes. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.